Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump is not delivering the full bolus requested. Customer performed troubleshooting on their own by delivering a bolus, while customer was disconnected from the pump, through the cartridge tubing and did not observe insulin dripping out of the cartridge tubing. Multiple supply changes were performed to address the issue; however, customer alleged the issue was being caused by the pump. Customer's blood glucose was over 600 mg/dl with ketones. Contact and school nurse assisted customer with changing supplies to treat bg level. Additionally, boluses and manual injections were administered to treat bg level. Reportedly, customer reverted to manual injections for insulin therapy.